Event description:
It was reported that stent damage occurred. Cardiac catheterization revealed a three-vessel obstructive pattern with multiple lesions associated with important calcification. Following rotational atherectomy and pre-dilatation, a synergy ous mr 3.50 x 24 drug eluting stent was advanced but showed a loss of integrity when trying to overcome the injury of the middle third. The device was completely removed and the procedure was completed by implanting two synergy stents with the aid of a guidezilla extension catheter. No patient complications were reported.